Event description:
Same case as MFR report# 2134265-2009-01572 and 2134265-2009-01589. It was reported that during a pci (percutaneous coronary intervention) procedure, three balloon ruptures occurred. The lesion was located in the mid-segment of the severely calcified rca (right coronary artery); other characteristics of the lesion are unk. A 15x 3 mm quantum maverick balloon was advanced to the lesion and ruptured upon the first inflation, the atm's and duration of the inflation are unk; the balloon catheter was removed without difficulty. A second 15 x 3 mm quantum maverick balloon was advanced to the lesion and ruptured upon the first inflation, the atm's and duration of the inflation are unk; the balloon catheter was removed without difficulty. The third device was a 12 x 3.35 mm quantum maverick, which was advanced to the lesion and ruptured upon the first inflation; the atm's and duration of the inflations are unk. The physician commented that "the calcification was acute and that caused the balloon rupture."

Manufacturer narrative:
The balloon was returned in a deflated state with contrast present in the balloon and distal outer. The balloon was inspected under magnification to locate the balloon defect. A longitudinal tear was confirmed in the balloon wall located at the waste of the distal tip proximally down the balloon 1 centimeter. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the tear. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The most probable root cause is operational context, as the device performance was limited by pt anatomy or other procedural factors.